Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) to submit this incident that occurred in (B)(6). Problem: the patient had an mr procedure. The patient was scanned with the sense body coil with their feet first into the magnet. The coil cable of element 1-2 was routed underneath the lower legs to the other side of the table. Only paper was used between this cable and the patient legs. After the examination, there was redness of the skin at the lower legs (calves). Later it was confirmed that the patient suffered from large second degree burns.

Manufacturer narrative:
(Conclusions) - the coil cable of element 1-2 was routed underneath the lower legs to the other side of the table. There was insufficient insulation, paper, used between this cable and the patient legs. The heating was most likely caused by unwanted rf interference. The fact that insufficient distance was kept between cable and patient and that the cable crossed the table may have contributed to the cause of the burn. Depending of the position of the coil and the patient this could lead to heating of the coil cable or elements and/or unwanted rf interference. Such interference is hard to predict because with rf interference many factors play a role. I.e., the position of the patient in the bore, the condition of the patient, the position of the coil in the bore, the position of the coil and cables related to the patient, the scan techniques used, and etc. So the same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. The instructions for use contains extensive warnings related to coil and cable positioning.